Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The UDI is listed as unknown because the part and lot numbers were not provided. Date of implant - estimated. The devices were not returned for evaluation. A review of the lot history record was not performed because the part and lot numbers were not available. The reported patient effects of stroke (cerebrovascular accident), hemorrhage requiring transfusion, myocardial infarction, worsening heart failure, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information available, a definitive cause for the reported patient effects cannot be determined. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Literature: effects of atrial fibrillation and heart rate on percutaneous mitral valve repair with mitraclip: results from the transcatheter mitral valve interventions (trami) registry.

Event description:
This is filed to report serious adverse events that may related to the mitraclip devices. It was reported through a research article, that post mitraclip procedures, patients were re-hospitalized re-hospitalization, decompensation, stroke, myocardial infarction, and severe bleeding, and treatment with medication. The events may be related to the mitraclip device. Details are listed in the attached article, titled effects of atrial fibrillation and heart rate on percutaneous mitral valve repair with mitraclip: results from the transcatheter mitral valve interventions (trami) registry. For additional information, please refer to article.